Manufacturer narrative:
The device was received with the soft cannula fully deployed. The soft cannula was observed to stretched, flattened and torn. The cannula was measured to be stretched out of specification. The fluid path test was run, and fluid was observed to leak form the tear in the cannula. The download data from the pod contained no timeouts or drive stalls, indicating that damage did not occlude the fluid path. The cause and timing of the cannula damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp4a.260105.004.e1. Hardware: pixel 8 pro. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found bent and insulin was leaking during wear. As treatment, a new pod was placed.